Event description:
It was reported a patient's right ventricular (rv) lead presented with noise. The lead was explanted in a procedure on 11 apr 2024. Post-procedure there were no patient consequences.